Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated he had a program for when he lays down it shuts off. Patient said he let it run out inadvertently and had to recharge it and they can't seem to get it to work on and off but they has to manually do it. Patient wanted to be able to put it back in automatic. Agent asked when this all started and patient said just a few days ago. Patient went to recharge and it could have went down to zero and wouldn't go back. Patient mentioned he has to keep an eye on it all the time because when they only shut it off it will go through the system and they have a tendency so once in a while if they gets busy and preoccupied, they forget to check and it gets too low and it wants to start up again. Patient confirmed they can charge right now. Agent walked patient through turning adaptive stim on. Patient was in group a with program 1 at 5.0v. Pt states he only has one group which is a that he uses. Pt was able to lower 1 to 0 while laying down and tried during call and all was working now. Agent reviewed how to do this and patient was able to successfully turn on adaptive stim in each group. Patient stated they only uses group a and only has one program. The troubleshooting steps that were taken on the call resolved the issue.